Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but are not limited to incorrect system data input. As there are no other similar complaints for the same failure mode at this time, this is considered to be an isolated event. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that the dual mobility insert (71358214) had the incorrect chart-label sticker in the box. The sticker that was pulled out was for product 71358202- the compatible liner. Fault in labeling was noticed during set up or inspection. The procedure was completed using the same device. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.